Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil), at a rate of 2ml/hr, with a vtbi (volume to be infused), of 92ml, for a duration of 46hrs and the delivery was started. No further programming parameters were provided. The customer contact reported after 46 hours, the display indicated the expected volume had been delivered; however, the container was "still full." The physician was notified. The device was removed from clinical service. Therapy was resumed with a replacement device with the next scheduled dose. The customer contact reported there was no change in pt status. No further medical intervention was required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.10ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the MFR facility. A review of the history indicates on (B)(6) 2010 at 1334, the device was programmed for continuous only delivery in ml, with a rate of 2ml, vtbi 96ml, 0ml kvo rate, a container size of 96ml, air sensitivity off. Between 1335 and 1342, a priming volume of 4.9ml is indicated, a start alarm occurred, silenced and the delivery was started. A new date stamp is indicated at 0000 on (B)(6) 2010 and (B)(6) 2010. At 1118, an empty container alarm occurred. At 1119, a power loss alarm occurred. At 1143, the device was powered on using batteries. At 1159, an empty container alarm occurred and silenced. At 1205, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).